Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on 08/26/2015.